Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer alleged the pump was delivering insulin in excess without the customer's request. Reportedly, when the customer removed the infusion set from the site, the customer observed insulin continuing to flow out of the infusion set tubing. The customer's blood glucose (bg) was 70-71 mg/dl. Carbohydrates were consumed to address the bg. Reportedly, the customer performed a supply change to resolve the issue. At the time of the event, the pump history was reviewed and all of the deliveries logged in the history appeared to be normal.